Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found that the helix of the lead was extrinsically bent. The lead was received with the helix not retracted completely and damaged. A visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty with the lead when implanted through the vena cephalica on the right side. The lead was not able to move forward or backward so the physician pulled the lead out of the patient and found the helix completely extended. The physician tried to screw the helix in and out outside of the patient, but it was nearly impossible to move the helix. The lead was not used and a new lead was implanted without complications. No patient complications have been reported as a result of this event.